Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 55.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that a micro dislodgment on the right ventricular lead was suspected. Phrenic nerve stimulation was also observed. The lead was capped and replaced. Patient was in good condition after the event.